Event description:
It was reported that the patient experienced extracardiac stimulation. The lead was electrically abandoned, and remains implanted. The patient is part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.